Manufacturer narrative:
(B)(4). After battery installation, the down keypad button did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement test due to the keypad anomaly. The keypad overlay is missing as well as the display window cover. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump's buttons underneath plastic was peeling off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.